Event description:
Event description guidant received information that the patient implanted with this right ventricular transvenous defibrillation lead received a shock for the first time, which precipitated interrogation of the system. A high, out of range pacing impedance and low, out of range shocking impedance measurement was noted. Noise and several other nonsustained episodes were recorded on the right ventricular transvenous defibrillation lead, which was noted to be the likely cause for the therapy delivery. The local guidant sales representative was unable to pace the heart at maximum amplitude and maximum pulse width. It was noted that this patient was 0% paced in the ventricle. No adverse patient symptoms were reported.